Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline showed failure of apposition in the opening in the middle cerebral artery. Several traction and distraction maneuvers were performed without success. All measures recommended by the manufacturer were carried out, including no prior exposure of the find, hydration of the device, and using the manufacturer's own system. The device was removed, and a replacement device of 30 mm was implanted smoothly with good radiological adaptation. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ica) ophthalmic segment. The patient's vessel tortuosity was unknown, and it was unknown if dual antiplatelet therapy (dapt) was administered. Ancillary devices include a marksman 150 cm microcatheter.

Manufacturer narrative:
H3: analysis of the pipeline flex w/ shield (lot no. A867216) and associated marksman microcatheter found no damages or irregularities with the marksman catheter hub. Dried blood was found within the hub. The marksman micro catheter body found accordioned, flattened, and stretched between 26.6 cm to 7.2 cm from the distal end. The marksman micro catheter tip and marker band was found damaged. The pipeline flex w/ shield hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. The distal braid end was found fully opened, severely damaged and frayed. The proximal braid end was found fully opened, damaged and frayed. The marksman micro catheter total length was measured to be 159.0 cm and the usable length was measured to be 151.5 cm; which is within specification (specification: total (ref) = 157 cm ± 3 cm; usable = 150 cm ± 3 cm). Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ could not be confirmed. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel braid, presence of other indwelling stents or inappropriate anatomy. The braid was found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheath and dispenser coil. Customer reported all devices were prepared per IFU and device was not positioned in a bend. The marksman micro catheter was found accordioned, stretched and flattened. Possible causes are patient vessel tortuosity, user advance/retrieve device against resistance, device removed aggressively, or catheter entrapment. There is no indication that the event is related to a potential manufacturing issue. H6: method code updated to b01. Result code updated to c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the distal section of the pipeline had failed to open. The tortuosity/curve of the vessel had already been advanced, and the stent was not positioned in a bend when it failed to open.